Manufacturer narrative:
Date of event estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01067; related manufacturer reference number: 1627487-2020-01068; related manufacturer reference number: 1627487-2020-01069; related manufacturer reference number: 1627487-2020-01070; related manufacturer reference number: 1627487-2020-01073. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on a (unknown date) wherein devices were explanted. Note: as it is unknown which devices were explanted, all devices are being reported on.